Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. All buttons functioning properly. No damage in keypad assembly noted. Inspected the lcd connector and no unlocked connector noted. Pump had minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump button is unresponsive. Customer blood glucose is 106 mg/dl. Troubleshoot was performed. Customer states act button unresponsive. Customer also had no delivery alarm but customer states the insulin exited. Cannula is not bent. Customer was advice to monitor the insulin pump clock if it changes which it did. The insulin pump will be returning for analysis.